Event description:
The pt experienced shortness of breath and had an inr of 1.5. An echo showed one leaflet to be partially moving. Intraoperatively, the valve appeared "grossly normal"; however, after the valve was explanted, there appeared to be some fibrin the hinge area of the leaflets. The valve was replaced with a 23ahpj-505.